Event description:
The pt is an unfortunate female, gravida 3, para 3, who presents with one-and-half-year history of worsening problems with mesh exposure. She under went 2 surgical procedures, in 2006 and one month later to provide reconstructive procedures. Unfortunately, she has developed mesh exposure both in the perianal area and in the left periurethral area. The pt has undergone excision of synthetic mesh in 2008. She had uneventful postoperative course and was dismissed home in stable condition, with six week follow up. Dates of use: 1 1/2 yrs 2006 - 2008. Diagnosis or reason for use: vault prolapse, urinary stress incontinence, cystocele.